Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a patient coincident with dianeal pd4, extraneal viaflex, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). It was unknown whether dianeal pd4, extraneal viaflex and nutrineal therapies were ongoing. On (B)(6) 2010, the subject experienced peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The study (B)(4) study was sponsored by baxter with a protocol (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.